Manufacturer narrative:
Initial.

Event description:
It was reported that the user inadvertently pulled off the infusion set during a supply change while reconnecting to the ilet, after which a customer care agent guided a full site change including preparation and application of a new 23" teflon inset infusion set, disconnection of the new tubing, reconnection to primed tubing, and performing a fill cannula. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included successful troubleshooting and education with the user requiring no further assistance for this issue, and no impact to any other individual. Investigation included remote troubleshooting and user education to restore correct infusion delivery. Investigation of this case revealed an infusion set that was deployed or secured incorrectly leading to an unintended disconnection, with proper function restored after correct placement and reconnection to primed tubing. It was concluded, based on previously established findings for similar reports, that the cause was user technique during the set change.